Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device operated with no load and when load was applied, had no power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as 5/18/2018 in the initial report and has been updated as 5/17/2018. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all tests. Therefore, the reported condition that the device operated with no load but had no power when load was applied was not confirmed. An assignable root cause was not determined. However, it was determined that the device had damaged o-rings, worn motor and corrosion on the motor indicating the device had been submerged. It was determined that these observations were due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.